Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 x zebd-7-10 was returned to cirl for a lab evaluation. A lab evaluation was held on 25 may 2017. During the lab evaluation the stent was found to be kinked at the second and fourth portholes from the ductal end. The second porthole had sidewall damage and a minor nick was observed at the third porthole. It was noted that the stent would not have left the manufacturing facility in a damaged state. The customer complaint was confirmed on visual inspection of the returned stent as the stent was found to be kinked. A possible root cause for this complaint issue is that the stent became kinked upon straightening the pigtails. However a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. According to the instructions for use, "care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent." It may be noted that according to the IFU, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Prior to distribution, all zebd-7-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family established on 18-jul-2017: 'stent kinked/bent'. When attempting to advance the kink over a wire guide prior to patient contact, the physician noted a kink in the stent. Then, another device was used instead.